Manufacturer narrative:
Concomitant medical products: w1tr01 crtp, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lv lead was explanted and replaced. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.